Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd insyte-n¿ autoguard¿ shielded IV catheters had poor flashback, and 4 catheters leaked at the insertion site during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer complained of not seeing flash back, difficulty puncturing the skin and found catheters that leaked."

Event description:
It was reported that 12 bd insyte-n¿ autoguard¿ shielded IV catheters had poor flashback, and 4 catheters leaked at the insertion site during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer complained of not seeing flash back, difficulty puncturing the skin and found catheters that leaked."

Manufacturer narrative:
H.6. Investigation summary: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since an investigation could not be performed, bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.